Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred, a second proglide was used with the same results. Another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with failure code 808:02 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty pumphead module. The pumphead module was replaced to correct the reported condition.

Event description:
The facility reported a colleague infusion pump with a failure code 808:02. According to the facility, this event occurred during programming/setup in the facility's medical/surgery care area. Upon reviewing the pump's event history, baxter quality engineering discovered this event occurred during and interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.